Event description:
It was reported to boston scientific corporation that a resolution clip was to be used for hemostasis during a procedure to clip an active bleed from a duodenal angioma on (B)(6) 2012. According to the complainant, during the procedure, after locking and deploying the clip, it failed to release from the patient's tissue. The physician attempted to separate the clip from the delivery catheter by shaking the device. At this time, the clip pulled away from the bleeding site, and then released from the delivery catheter and detached into the duodenum. The case was completed with another resolution clip. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.

Event description:
It was reported to boston scientific corporation that a resolution clip was to be used for hemostasis during a procedure to clip an active bleed from a duodenal angioma on (B)(6) 2012. According to the complainant, during the procedure, after locking and deploying the clip, it failed to release from the patient's tissue. The physician attempted to separate the clip from the delivery catheter by shaking the device. At this time, the clip pulled away from the bleeding site, and then released from the delivery catheter and detached into the duodenum. The case was completed with another resolution clip. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. The control wire was separated per design. The reported event of clip failed to release was not able to be confirmed as the condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Since the specific cause of the failure cannot be identified, the most probable root cause could not be confirmed. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The reported event of clip failed to release from catheter. The device has been received for analysis however, an evaluation has not been completed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.